Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a tka surgery the femoral attachment of a gii oxinium femoral impactor broke off. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since the femoral attachment of a gii oxinium femoral impactor broke off while performing handling activities. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
It was reported that, during a tka surgery, the femoral attachment of a gii oxinium femoral impactor broke off while performing handling activities. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Event description:
It was reported that, during a tka surgery, the femoral attachment of a gii oxinium femoral impactor broke off. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).